Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device delivered one (1) round of anti-tachycardia pacing (atp) therapy for the patients ventricular tachycardia (vt) rhythm. However, the atp therapy accelerated the rhythm into the ventricular fibrillation (vf) zone and a subsequent 41 joule shock from the device converted the arrhythmia. Boston scientific technical services (ts) indicated to the healthcare provider (hcp) that they did not have any recommended device programming changes but that an electrophysiologist may want to review the episode as the atp accelerated the arrhythmia. The hcp agreed and indicated they will discuss it with the physician. The device remains in-service. No additional adverse patient effects were reported.